Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with a non boston scientific right ventricular (rv) defibrillation lead, exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was reported that there were two additional shock impedance spikes within normal limits within the last month. This device had no history of shock delivered and defibrillation threshold (dft) testing was not performed at implant. Further evaluation was recommended. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with a non boston scientific right ventricular (rv) defibrillation lead, exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was reported that there were two additional shock impedance spikes within normal limits within the last month. This device had no history of shock delivered and defibrillation threshold (dft) testing was not performed at implant. Further evaluation was recommended. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.